Event description:
The customer reported that during a vaginal hysterectomy, the device made a successful seal and while cutting the tissue, the device jaws could not be re-opened. The surgeon cut the tissue adjacent to the jaws in order to remove them. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained, a f/u report will be submitted.